Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm and blank display. The customer¿s blood glucose level was unknown. Customer stated getting failed battery alert and then at times blank screen. The customer was assisted with troubleshoot for failed battery test and the customer stated that screen was blank and customer did not receive failed battery test. The customer was also assisted with troubleshoot for blank display. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.